Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet, with blood glucose reaching 391 mg/dl after eating breakfast when previously elevated, and glucose later returned to 105 mg/dl; the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.